Event description:
Customer reports that his friend was having difficulty using their one touch ultra meter, and so he gave his friend his precision xtra meter to use. Customer's friend was unable to obtain a blood glucose result, and reportedly was suffering from impaired vision, renal failure, and later lost consciousness. An ambulance was then called. Customer's friend was taken to the emergency room where a blood glucose result of 30 mg/dl was obtained on an unknown brand of meter. An intravenous treatment of glucose was administered in order to stabilize glucose levels. The customer's friend suffered a heart attack and passed away.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.